Manufacturer narrative:
This report is being filed to provide updated information in g1 and g2.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. The analysis of the run data file did not find a conclusive cause for thehigher-than-expected wbc content in the platelet product reported for this collection. No unusualprocess variable was identified. Based on the available information it cannot be ruled out that thehigher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. There were no indications of wbcs exiting the lrs chamber during the collection or any event that could have compromised leukoreduction. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #:(B)(6) the collection set is not available for return because it was discarded by the customer